Manufacturer narrative:
Manufacturer's investigation conclusion: the patient remains ongoing on vad support. Evaluation of the submitted system controller log files found one low speed advisory alarm when the speed dropped below the low speed limit to 8580 rpm. There were several instances of elevated power (up to 13.5 w) and flow (up to 12 lpm). The pump remained above the low speed limit for the remainder of the log files. The log file appeared to show the pump functioning as intended. Based on previous complaint experience, the captured events appeared consistent with something passing through the pump. Device thrombosis is listed in the hmii IFU as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. This section also discusses anticoagulation, including recommended inr values. Pump parameters, including power, flow, speed, and pi are detailed in the introduction section of the hmii IFU. The patient handbook¿s alarms and troubleshooting section provides information on all system alarms, including low speed advisory alarms, and the actions associated to resolve the alarms. A section on handling emergencies is also provided. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. Log files submitted to the manufacturer's technical service representative revealed a low speed advisory on (B)(6) 2018 (speed dropped below low speed limit of 8800 rpm) while the power was gradually increasing. The speed drop may have been due to something being ingested into the pump. The customer reported that the patient did not undergo any tests except lactate dehydrogenase (ldh) monitoring which was stable. The low speed advisory reportedly resolved. Medication adjustments were made (i.e. Diureticts) and pump speed was adjusted. No further information was provided.